Event description:
The complainant stated that the left and right siderails have broken welds which is preventing the right siderail from latching into the raised position.

Manufacturer narrative:
The accounts maintenance replaced the left and right siderail assemblies to repair the bed.